Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event date to be year valid.

Event description:
The patient reported feeling pain around the device and "hours later" went into ventricular tachycardia. The patient feels these symptoms are related to interference from a laptop. The patient also reported still feeling those sensations after the wireless capability was removed from the laptop. Also it was reported that the patient developed issues/concerns after having survived a storm of recurrent ventricular tachycardia with appropriate shocks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling pain around the device and "hours later" went into ventricular tachycardia. The patient feels these symptoms are related to interference from a laptop. The device is still in use. No further patient complications have been reported as a result of this event.